Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy has not been helping their urinary symptoms pretty much since implant date. The patient stated that the therapy works for a while, then they lose therapeutic effect within a week or two. The patent stated that this pattern repeats after making an adjustment to the therapy settings. The patient was frustrated because they have to take pills in addition to the therapy, and they spend a lot of money on pads and diapers. The patient mentioned that one day they came home and wet all over themselves. The patient added that they get utis "up the wazoo." The patient stated that they had met a company rep 3-4 times and they were pleased with their service, but they've been playing phone tag with the rep. The patient mentioned that their hcp will be doing a test on them soon, but the patient is considering changing hcps because they feel that their current hcp does not know enough about the ins to help manage it. The patient also mentioned that their hcp doesn't have up-to-date equipment to check their ins. The patient mentioned that they had tried to connect to their ins but the handset and communicator weren't connecting. Agent discovered that this was due to the communicator battery level being too low. During the call the patient got a pop-up notification in the my therapy app that indicated the communicator battery level was too low and that the patient needed to charge the communicator. The patient said they will charge the communicator and try again later. Agent reviewed programming considerations. Patient was redirected to their hcp to further address the issue. Agent reviewed physician listings over the phone.